Event description:
Patient had an ambit pump for pain management after shoulder surgery. Rn (registered nurse) noted that the cumulative total reading was not changing after 2 hours at the prescribed dose. Night shift called the customer service. Next day, anesthesia team changed to new pump. Manufacturer response for pain management ambit pib pump, ambit (per site reporter). Avanos acknowledgement: thank you for sending over this requested information. I have updated the quality record with this data. Additionally, I have requested a bio kit be mailed for the 1 reported pump to be returned to avanos for evaluation. Please know that it may be 7-10 business days before you receive this kit. Thank you in advance for being patient. We appreciate you for bringing this issue to our attention.